Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was treated with antibiotics (type unknown). The infection has reportedly resolved. A review of the device history record was performed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device is reportedly will not return to advanced bionics for analysis.